Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Event description:
Healthcare professional reported left side deflation and "leak at the periphery of the strap over the valve." Device has been explanted.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening in anterior side assessed as surgical damage. Additional observations: wear abrasion observed on the device. No further actions are required as the device was implanted." Additional, changed, and/or corrected data.